Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure in 2007. During the procedure, the device was set aside because the blade was dull and could not be used. A second device was used to complete the procedure with no adverse patient consequences.